Manufacturer narrative:
Patient medications: tramadol, zoloft, glycolax, prilosec, nitrostat, antivert, norco, humbid e, ferrous sulfate, colase, aggrenox, vitamin d3, coreg, norvasc, ziloprim. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm rupture. On (B)(6) 2014, follow-up imaging revealed a distal type I endoleak in the left iliac artery with no aneurysm enlargement or device migration reported. It was reported the physician believes the wall of the left iliac artery had dilated (size unknown), causing the most distal contralateral component to lose apposition due to disease progression. The same day, the patient underwent an intervention whereby two contralateral leg components were implanted into the left iliac artery for distal extension. Final angiography showed resolution of the distal type I endoleak, and the patient tolerated the procedure.